Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm while connected to the mobile power unit was confirmed via log file analysis. Data on the reported event date of (B)(6) 2025 was reviewed. The system controller event log file revealed low power hazard/no external power alarm events that became active on (B)(6) 2025 at 13:52:54. The alarm event was active due to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. The alarm cleared when power from the mobile power unit was restored at 13:53:02. Additional information reported the cause of the no external power alarm could not be determined. It was reported mobile power unit (serial # (B)(6)) was not exchanged and will not be returned for evaluation. A root cause that led to the no external power alarm captured in the log file could not be determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm: 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced no external power and low voltage alarms while the patient was on mobile power unit (mpu) power and the patient was sitting at their desk at the time. The patient does not recall any alarms associated with the event. Log file review confirmed the reported loss of external power event on (B)(6) 2025 which were caused by the mpu suddenly losing power. The system controller switched appropriately to the emergency backup battery until external power was restored to the mpu. The mpu remains in use with the patient. No abnormal system controller alarms or pump faults were seen in the log file. The pump appeared to be operating as intended.